Manufacturer narrative:
(B)(6). (B)(4).

Event description:
According to the reporter: the device jammed during a case and was unable to load suture. Additional information has been requested but not yet received. (B)(4).